Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not powering on. The customer verified that their battery was fully charged and reseated but the issue remained. There was no patient involvement.

Event description:
It was reported to philips that the device was not powering on. The customer verified that their battery was fully charged and reseated but the issue remained. There was no patient involvement. One power pca was returned for failure analysis. The reported problem was verified during lab testing. The device failed to power up due to an open fuse f6 and shorted n-channel logic level mosfets q5, q4, and q3. These components were replaced with known good ones and the device passed all related tests.